Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. Internal inspection revealed an open red wire connector terminal. The service technician replaced the internal battery and unit passed all testing.

Event description:
The customer reported model lap top ventilator 1100 internal battery is not holding a charge. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.